Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative replaced 2 fuses on the imaging system, then reset the breakers. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device. It was reported that the imaging system would not power on. The line power light was not illuminated. No complications were reported/anticipated.